Event description:
It was reported that the customer was hospitalized due to blood glucose level over 500 mg/dl; cause was unknown. No additional information was provided. Customer was discharged the same day, (B)(6) 2024 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.